Event description:
As reported to coloplast though not verified, patient was implanted with restorelle a trap mesh. Later the patient experienced mesh erosion, pain, dyspareunia and recurrent stress urinary incontinence. An excision of eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.